Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer was unable to provide further support as the model has been discontinued. No further information could be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that a 1014 "24v failure" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1014 "24v failure" error occurred. The remote service engineer (rse) advised the customer to review the logs and check the power supply and power management (pm) printed circuit board assembly (pcba). The investigation is ongoing.